Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer will replace the interconnect cable. The service call was cancelled by the customer. A f/u report will be filed when add'l details become available.

Event description:
It was reported that the pulse mode on the 9800 system would not work and the interconnect cable was damaged. No pt injury was reported.